Event description:
Caller states the pt tested 5.8 inr and 5.4 inr on the coaguchek s system while a comparison lab returned as 3.7 inr. No treatment info provided. No adverse event reported. Requested return of suspect system for eval.